Manufacturer narrative:
Concomitant medical product: 6947m62, lead, implanted: (B)(6) 2016. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing during a treated fast ventricular tachycardia (fvt) episode and one beat on the current electrogram (egm). The atrial lead remains in use. No patient complications have been reported as a result of this event.